Event description:
It was reported that during a caesarean section, the suture experienced needle and thread separation while suturing the uterus. Both the needle and thread broke, and two defective devices were involved in the same case. The suture was not treated or hydrated prior to use, and the continuous suturing technique was employed. The issue was resolved by replacing the suture with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot# a3m1830y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the two needles and one suture were observed in the provided image. The suture was observed to be disengaged from any needle. Due to the quality of the image, the condition of the suture and needles could not be fully evaluated. Two foil pouches were observed to be opened at the opening tear. The label on the foil matched the reported product information. It was reported that the suture experienced needle and thread separation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.